Manufacturer narrative:
This lead was actually capped on (B)(6) 2018. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and x-ray image. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint text. Furthermore the provided x-ray image was inspected. It demonstrated the pocket area including the generator housing and the conductors of the is-1 and df-1 connectors. No peculiarities could be observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation time of approx. 103 months, it was reported that oversensing occurred, leading to shock delivery. The lead was capped on the (B)(6) 2018. A new lead will be added. Apart from the shocks, no adverse patient side effects have been reported. The event date was not provided.